Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling and functional stress testing without duplicating the reports. The digital board and the color lcd cable assembly were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a " system fault 212" message and the device's display flickered and was not eligible. Complainant indicated that there was no patient involvement in the reported malfunction.